Event description:
It was reported that pump malfunction occurred without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Caller declined to review pump history with technical support, malfunction could not be confirmed, and no further action was taken.